Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified and moderately tortuous right anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was selected to dilate the lesion. Upon initial inflation the balloon ruptured at 12 atms. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).